Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted ).400 mg/dl). Customer changed out cartridge and infusion set to address the issue.